Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. Once the right ventricular lead was implanted, r ¿ wave amplitude varied, and the lead exhibited undersensing. No intervention was performed. The patient was stable post procedure.